Manufacturer narrative:
Concomitant medical products: additional products: brand name: heartware ventricular assist system ¿battery, model #: 1650de / catalog #: 1650de / expiration date: 28-feb-2019 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 20-feb-2018, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿battery, model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2018 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 01-nov-2017, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿battery, model #: 1650de / catalog #: 1650de / expiration date: 28-feb-2019 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 15-feb-2018, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿battery, model #: 1650de / catalog #: 1650de / expiration date: 28-feb-2019 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 16-feb-2018, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿battery, model #: 1650de / catalog #: 1650de / expiration date: 31-oct-2018 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 28-oct-2017, labeled for single use: no (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries exhibited critical battery alarms and the controller exhibited unexpected loss of power . The batteries and controller were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: one controller and five batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Visual inspection of the controller revealed contamination within both the power ports and the serial port of the controller. This is an additional observation not related to the reported event, likely due to the handling of the device. Functional testing also revealed that the controller was unable to communicate with external batteries on power ports, resulting in critical battery alarms. Internal inspection of the controller revealed two damaged diodes on the communication line. Additionally, it was observed that the integrated circuit responsible for the communication between the controller and batteries. As a result, the controller was unable to determine the capacity of the battery, causing the controller to trigger critical battery alarms. The damaged integrated circuit is also connected to the real time clock circuit and may have caused the date and time stamp to remain frozen. The controller can still accept power from a power source. After the damaged components were replaced, the controller performed as intended. Log file analysis revealed multiple critical battery alarms logged with an incorrect date and time stamp and no battery capacity, ID, or cycle count. Log file analysis also revealed multiple controller power up with associated motor start events with an incorrect date and time stamp. Additionally, log files revealed multiple controller reset events with an incorrect date and time stamp. Several controller power up events without motors starts and vad disconnect alarm were logged, likely due to troubleshooting of the controller during the reported controller exchange. As a result, the reported events were confirmed. A possible root cause of the losses of power can be attributed, but not limited, to a disconnection of both power sources and/or an intermittent disconnection on one or both power sources. The most likely root cause of the reported critical battery alarms and observed controller reset events can be attributed to damaged diodes and damaged integrated circuit. A possible root cause for the damaged diodes and integrated circuit on the communication line can be attributed to a voltage spike on the communication pin of the connector. CAPA pr00465502 was opened to investigate this issue. Additional products: d4: bat595985 d10: yes h3: yes dev rtn to MFR? Yes d10: yes, return date: (B)(6)2020 h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: bat588041 d10: yes h3: yes dev rtn to MFR? Yes d10: yes, return date: (B)(6)2020 h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: bat595925 d10: yes h3: yes dev rtn to MFR? Yes d10: yes, return date: (B)(6)2020 h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: bat596016 d10: yes h3: yes dev rtn to MFR? Yes d10: yes, return date: (B)(6)2020 h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: bat587544 d10: yes h3: yes dev rtn to MFR? Yes d10: yes, return date: (B)(6)2020 h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.